Manufacturer narrative:
Section d10 references: product ID 3387s-40 lot# unknown serial# (B)(6) implanted: explanted: product type lead product ID 3387s-40 lot# unknown serial#(B)(6) implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(6) /unknown, ubd: , UDI#: ; product ID: 3387s-40, serial/lot #: (B)(6) unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The patient reported that on implant date they noticed the ins no longer relieved their tremor like the previous ins did. The patient said their surgeon thought the leads might have crossed over as they were implanting the ins. The patient mentioned that the manufacturer representative (rep) was present on implant date, and told the patient they might have to change their therapy settings if the leads were crossed over. The patient said their managing healthcare provider (hcp) created group b (it was group a before the hcp changed it) for the patient and gave them control over adjusting left and right sides. After that, the patient did not have any therapy issues until last thursday when they noticed their left leg started shaking suddenly. The patient denied having any falls/trauma prior to their left leg shaking. The patient mentioned that they had not been through any security screening devices, but they wondered if an electric blanket might have somehow interacted with the ins; agent reviewed that it would have been unlikely for the electric blanket to cause loss of therapy for their left leg. The patient stated that they opened the dbs therapy app and adjusted the stimulation for the left side, but the adjustment did not relieve their tremor. Then, the patient said they adjusted the stimulation for the right side, which was when they noticed they had more control of the tremor in their left leg. Prior to making any adjustments, the patient stated that the stimulation for the left side was set to 3.6, and right side was set to 2.3. The patient said they ended up reversing the settings (they set the left side to 2.3 and the right side to 3.6), and then "everything was perfect again." The patient confirmed they no longer had the tremor in their left leg. The patient did not see the title of a group at the top of the therapy details screen, so agent was under the impression that their hcp only gave them access to one group. The patient asked what could have caused their stimulation settings to seemingly reverse themselves, and wondered if it could have been caused if they had accidentally pressed the 'revert therapy' button. Agent reviewed that pressing the 'revert therapy' button would have caused therapy settings to go back to the way they were initially programmed before any changes were made. Before calling patient services, the patient said they sent their hcp an email last friday, and their hcp called the patient back today to tell them to go to their office this wednesday to address the issue. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported upon replacement the leads were both removed and very twisted. The hcp wasn¿t sure if they made it back in the correct port, but based on response they thought that perhaps the leads were switched accidentallyas switching this resolved the symptoms. An impedance check was performed with all normal results. The change in therapy settings resolved when the settings were swapped on the programm ER resolving the symptoms. Additional information received from the manufacturer¿s representative (rep) reported the leads weren¿t twisted, but likely reversed upon battery replacement. The rep believed they reversed the patient¿s programming on october 11th.